Event description:
It was reported that during the ventral augmentation of c5/c6, both the 7mm and 8mm cages titled repeatedly while being screwed in. They levered out of their slide guides and fell to pieces. There a non-synthes cage, plate and screws were implanted and the surgery was finalized with a substitute zero-p. The provided x-rays were reviewed by the manufacturer: it appears the operator was trying to put in a second zero-p like device, then removed at least the metal plate of it and used probe or nerve retractor to explore the posterior edge of the vertebral body at the target level. It¿s difficult to identify anatomical landmark or the peek cage per the quality of the images.

Manufacturer narrative:
Additional narrative: a product evaluation was performed. The investigation of the complaint articles has shown that: the complained article were forwarded to our responsible pdc for evaluation. We are now in receipt of their findings; decontaminated zero-p va (plate and cage) and 2 screws. There are some trace marks of the screw visible on the peek cage (left screw, pointing carnialy). One of the screws shows slightly deformed thread tips. Zero-p va plate/spear design intent is to allow some relative movement in order to achieve load sharing to prevent post-operative implant failure. Dislocation of the plate and spacer is possible during implant insertion into the disc space (e.g. Impacting or lagging the screw) and the screw may can not be inserted if the insertion angle too shallow. From the description of this complaint, the available x-ray and the trace mark on the cage, the plate-spacer separated during insertion of the second screw in a shallow angle. No other damage present on device. DHR review, no findings, pd evaluation, no findings, however, dislocation of the plate and spacer is possible during implant insertion into the disc space (e.g. Impacting or lagging the screw) and the screw may can not be inserted if the insertion angle too shallow. As no product fault could be detected, no further action required. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the peek spacer came loose from the plate in situ. Operation on c5/6 - osteophytes were removed completely, see x-rays - marginal leverage. Surgical delay was more than 60 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID: (B)(6). Device broken during insertion; device was not implanted/explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.